Event description:
It was reported that patient advised she has a faulty cadd cassette. Last week the patient noticed that one of her cadd cassettes was leaking. No patient injury was reported.

Manufacturer narrative:
Other, other text: additional information was received indicating patient sex, a3 updated, corrected data: d4 updated catalog number, model number should be null

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. 3 units were returned for evaluation of the failure. Units returned was received inside of a plastic bag which is not the original package and decontaminated. Visual inspection results: sample one and sample two have cracks in the cassette and sample three shows that the green arm is disassembled with component missing, product looks like was manipulated and tried to use by the customer. Functional testing results: no leakage was detected, in sample three no functional test could be performed since the sample was manipulated by the customer. Conclusions: based on the visual inspection and functional testing, the reported nonconformance is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.